Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was flush. Blood glucose level was unknown at the time of the incident. Troubleshooting was provided for the alarm. Caller was advised to revert to back up plan per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken off and detached end cap. Device passed the displacement test. Unable to verify compromised force sensor system alarm, loose drive support cap and perform basic occlusion test, occlusion test, prime test and excessive no delivery test due to broken off and detached end cap.